Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower does not access to station. Nurses tried to pull emergency meds such as amiodarone, dextrose, impella purge solution, and glucagon on override, the medications were greyed out and displayed as no access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to pull emergency medication as the station shown no access. A technical support specialist logged into the server and station and discovered that the security group had been changed on one item in the door. Requested that the security group be switched back. Once updated, the issue was resolved. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.